Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was an alleged piece of hair embedded in the urometer connection hub.

Event description:
It was reported that there was an alleged piece of hair embedded in the urometer connection hub.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a black strain embedded inside the latex layer at funnel of the catheter. The product went through 100% inspection and the defect was failed to be detected by the operator. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water". Correction: d1, d2, d4, d10, h3, g1 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.